Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 220 to 266 mg/dl. A bolus of insulin was delivered in an attempt to lower the bg; however, the bg level remained in the 200s mg/dl. A system check was performed using the current supplies on the pump and the occlusion appeared to be within the infusion set tubing. Reportedly, the customer was using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer understood the information.